Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software test passed, hardware test failed. Axiem and camera communication failure. I7 rack transceiver has been replaced. Issue was not resolved. On (B)(6) 2015 a medtronic representative performed a second navigation system check-out. Navigation interface unit (niu) transceiver replaced. Issue resolved. System performed as intended. Return requested. Replacement computer shipped to site (B)(6) 2015. Computer was returned on (B)(6) 2015, unused. Return requested. Replacement transceiver fiber nav i7 intrfc shipped to site (B)(6) 2015. Medtronic investigation of returned suspect transceiver fiber nav i7 intrfc, received on (B)(6) 2015, finds that performed a functional test and at power-up, no issues were observed with communication with the camera. After running for an hour or more it lost communication with camera. The optical to usb converter stopped functioning. Electrical failure. Malfunction, communication / black status. Return requested. Replacement transceiver fiber equipment rack i7 shipped to site (B)(6) 2015. Medtronic investigation of returned suspect transceiver fiber equipment rack i7, received on (B)(6) 2015, finds that performed a functional test and no camera tracking issues at power-up. Ran for 24 hours and no issues were observed. Ran for 2 day and no issues were observed. On (B)(6)2015 a medtronic representative, following-up at the site, confirmed the surgeon was starting to resect tumor when this issue occurred, but there was no impact nor injury to patient. On (B)(6) 2015 return requested. Replacement axiem i7 power/data cable shipped to site. Suspect device was discarded by the site and will not be returned to manufacturer for analysis. Issue resolved.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system worked in the beginning. After the navigation system had been on for 1-2 hours, communication was lost with the camera and axiem. This occurred after patient registration. When the navigation system stopped working the craniotomy had already been marked. The surgeon opted to continue and completed the procedure without further use of the navigation system or the imaging system. There was no impact on patient outcome.